Manufacturer narrative:
UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter (english) received. It was reported that patient's blood tests showed elevated chromium and cobalt levels in urine and blood, up to 30 times higher than normal values.

Manufacturer narrative:
Additional narrative: (B)(6)2017: claim letter (english) received. It was reported that patient's blood tests showed elevated chromium and cobalt levels in urine and blood, up to 30 times higher than normal values. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.